Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. A manufacturing CAPA is already in place to address flange/hub separations.

Event description:
The caller reported that the tube was placed in the patient in the operating room in 2008, and was found to be separated in the step down, and was removed the next day.